Manufacturer narrative:
(B)(4).

Event description:
Two weeks after implant, the pt came in for a routine visit at the hospital. The pt had developed a seroma in the pump pocket. The physician aspirated the fluid from the pump pocket (36 ml) and put compression over the pump. On (B)(6) 2011, the swelling had returned; the physician aspirated 30 ml of fluid from the pump pocket and then compression. The pt developed a seroma again, so the physician decided to explant the pump. The pt received antibiotic prophylaxis during the whole process. The fluid that was aspirated from the pump pocket was tested and did not show any bacteria or growth. The pt developed complications after explanting the pump; the pt had back and leg pain. The pt was hospitalized at the time of this report. The device system was used to deliver clonidine and morphine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.